Event description:
The customer reported the 9800 system cross arm brake was broken. There was no patient injury reported.

Manufacturer narrative:
The service rep replaced the cross arm brake. The system operates as intended.